Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. Baxter international was informed by pd nurse that patient had a catheter leakage problem. The leaked position is near to the titanium adapter. The catheter was replaced with a new one. There was no ae reported.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample consisted of a section of approximately 2 cm of a peritoneal dialysis catheter. After a visual inspection, a cut was found on the catheter tubing. The leakage is near the titanium adapter. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. It can be concluded that the most probable cause is the catheter was likely cut during use. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/17/2014. An investigation is currently underway. Upon completion, the results will be forwarded.